Event description:
The customer reported being in the hospital with high blood glucose and diabetes ketoacidosis. The caller stated that she had pulled out the insulin pump and it was not device related. The customer wanted to know if 374mg/dl was high for her, and requested assistance to put that amount into the bolus wizard with no carbohydrates. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.